Event description:
A customer contacted baxter's technical service center to report a hole in the pt line of the cassette during fill 1. The technical service representative (tsr) assisted the care giver (cg) to end therapy and advised her to inform the nurse about the incident. Product surveillance contacted the home pt's (hp) wife who stated that her husband discovered the hole in the pt line at the beginning of therapy. She did not recall how the hole was discovered and did not know what may have caused the hole. She stated they do not use scissors to open the cassette bags. The wife stated her husband discarded the sample and started therapy over with new supplies. The hp was able to perform therapy without any problems. There was no pt injury or medical intervention reported.

Manufacturer narrative:
Per the care giver, the samples were discarded. A batch review will be done on the lot number provided.